Event description:
It was reported that the right ventricle lead exhibited noise with noise reversion episodes. The noise could not be reproduced with isometrics. The device was reprogrammed to turn off auto sensitivity. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.